Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found no visible damage to lens. Foreign material was observed on the lens surface. Claim# (B)(4).

Event description:
It was reported that a 13.2 mm, micl13.2, -3.5 diopter, implantable collamer lens was in the process of being implanted, but it would not unfold correctly out of the cartridge when it was partially implanted in the eye. The lens was then removed in order to reload it into the cartridge again, when it was noted that it was expired. The backup lens was then opened and implanted during the same surgery. Per reporter the back up lens unfolded perfectly. Cause of event was unknown. The reported stated that there was no injury to the patient, currently 20/20 and happy.

Manufacturer narrative:
(B)(4).